Event description:
It was reported that the lead could not fully be inserted into the lead connector. The device was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of lead not being able to be inserted was confirmed in the laboratory. The ventricle contact was damaged impeding test lead to be connected, the inside diameter of the contact spring measures out of specs.